Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: one saw tooth broke from the saw blade and cannot be located. No patient harm or involvement was reported for this event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant, explant dates: device is an instrument and is not implanted/explanted no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.